Manufacturer narrative:
(B)(4).

Event description:
A sensor (serial number (B)(4)/lot number 5205082) was returned for evaluation. A visual inspection was performed and a complete investigation could not be performed due to only the sensor pod being returned. The customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report a detached cannula that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.